Event description:
Patient underwent a surgical procedure for the repair of an abdominal aortic aneurysm in 2001. Five years later, patient underwent an endovascular procedure in 2006, due to a thoracic aortic aneurysm. The physician reported that the vascular graft implanted in 2001 had dilated from 20 mm to 35 mm in diameter. It was also reported that a thrombus was present inside the graft. The graft remained however implanted in patient.

Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. There was no other report of the same nature from prosthesis of the same process (batch) number. No conclusion can be drawn. However, a review of the intervascular post marketing data indicated a very low ratio dilatation / units sold. In addition a review of the literature indicates that the intergard knitted grafts dilated to a minimum when compared to other vascular grafts. Please note that copies CT scans were provided but not analyzed yet by an expert. A follow up report will be addressed within 30 days upon receipt of the expert analysis of these CT scans.